Event description:
Following her implant, patient suffered and will continue to suffer in the future, numerous personal and economic injuries, including fatigue, pain, suffering and continued medical care and treatment. Patient has not yet scheduled an explantation of the asr hip implant. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/15/2015 - ppd with medical records received. Upon revision, metallic staining and metallosis were noted. The acetabular cup was not removed. The information received does not change the MDR decision. This complaint was updated on: 01/29/15.